Manufacturer narrative:
(B)(4): server report for programmer: the antenna jack was replaced as pins 4 and 5 were open. The face plate was replaced as it was scratched.

Event description:
It was reported the patient felt the stimulation in the wrong location. The manufacturer's representative stated the leads had migrated, although tests and troubleshooting were not reported. The patient was also unable to adjust stimulation or do telemetry with or without the antenna attached. The recharger, however, did work. The programmer was returned for repair. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.